Event description:
It was reported that the shock lead impedance (sli) measurement of this right ventricular (rv) lead was out-of-range. Technical services (ts) examined device data and found that measurements were up to 126 ohms. Ts discussed troubleshooting and further monitoring with health care professional (hcp). No adverse patient effects were reported. Currently, this lead remains in service.